Event description:
Threaded tip of instrument is broken. Complaint involves 1 part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. A product investigation was completed: the review of the production history revealed that this instrument was manufactured in accordance with the specifications. No manufacturing related issues which could have contributed to this complaint were found. It is likely that the extraction screw broke due to mechanical overloading. Furthermore, there are dents from another instrument visible on the handle, but the root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was involved, but there was no patient harm and no prolongation of surgery reported.